Event description:
It was reported that a patient presented for a generator upgrade. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. During the procedure, the rv lead was found to be dislodged and the helix unable to be retracted. The physician elected to explant and replace the rv lead. The patient was asymptomatic before, during, and after the procedure and was discharged that same day.